Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and subsequently, pump shutdown. Customer changed the wall outlet and charging resumed; however, the wall adapter was replaced. Customer's blood glucose was 157 mg/dl.